Event description:
Customer's wife reports strip label expiration date is 05/13/2009 while using the aviva system. Batch record shows expiration date is 05/31/2008. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.